Event description:
This report was received from (B)(6) and is a spontaneous nurse report from (B)(6) of peritonitis with (B)(6), capnocytophaga, and kingella denitrificans coincident with dianeal pd2 ambuflex, dianeal pd4 ambuflex, and extraneal viaflex therapies. On an unreported date, the patient began treatment with dianeal pd2 ambuflex, dianeal pd4 ambuflex, and extraneal viaflex (doses, frequencies not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call to baxter customer service, the following was reported. On an unreported date, a dog bit the line, which resulted in peritonitis. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on the same day. Treatment was not reported. No retraining was done as the patient's mom is fully proficient in aseptic technique including keeping the dog out of the room. The child had the dog in her room against mom's rules. It is unknown which line of the cassette the dog bit. On (B)(6) 2011, the pd catheter was removed. On (B)(6) 2011, the patient started hemodialysis. At the time of this report, the patient had not recovered, had been in and out of the hospital for an unreported indication, and was still hospitalized. The nurse was not able to take the time to confirm the accuracy of or provide further details related to the statement "since initial diagnosis pt has been in and out of hospital". On an unreported date, dianeal and extraneal therapies were withdrawn. The nurse reported that the peritonitis with (B)(6), capnocytophaga, and kingella denitrificans was unrelated to dianeal and extraneal therapies.

Manufacturer narrative:
(B)(4). The complaint was confirmed. The root cause for the reported condition of use error, which resulted in peritonitis was undetermined. A batch review was conducted for the potentially associated lot numbers (h11f06084 and h11d02054) and there were no deviations from standard procedure. A labeling review was performed and the labeling was found to provide ample instructions related to the prevention of peritonitis. A trend review was conducted and similar reports have been received. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted if additional information becomes available.